Manufacturer narrative:
(B)(4). Te damage in the returned device is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that fourteen days after intubation, the ventilator generated a low ventilation volume alarm. The tracheal tube was replaced to resolve the reported issue. It was reported that a pin hole was confirmed on the tube cuff.